Event description:
The physician reports that the crystalens haptic broke off in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. Reference MDR # 2031924-2010-00090.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l for eval and subjected to visual examination, which revealed that the haptic was torn at the hinge and the optic and opposing haptic were cut/torn lengthwise. The lens damage is consistent with lens damage resulting from injector use. Root cause: according to the surgeon, the root cause of the reported issue of lens damaged in insertion instrument is related to a possible loading error. (B) (4).